Manufacturer narrative:
Select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter aortic valve implantation (tavi) procedure, calcification was noted and following final deployment, the valve dislodged. Subsequently, a second valve was implanted successfully. The patient was stabilized.

Event description:
It was reported that during a transcatheter aortic valve implantation (tavi) procedure, calcification was noted and following final deployment, the valve dislodged. Subsequently, a second valve was implanted successfully. The patient was stabilized. Additional information was received to report valve deployment was started at the bottom of the pigtail catheter. The valve was implanted at a depth of 4mm on the non-coronary cusp and 3mm on the left coronary cusp. The valve dislodged aortically. A non-medtronic (lunderquist) guidewire was used for the case.

Manufacturer narrative:
Updated data: b5. A second paragraph was added. H6. Product analysis image review: procedural images, including ten media files, were submitted to medtronic for review. The patient¿s executive summary was not provided for anatomical review. Images showed inspection of the valve load was performed via fluoroscopy and confirmed a good load. The valve was deployed just prior to the point of no recapture and depth assessment of the valve frame was performed. The depth was approximately 6mm on the non-coronary cusp in the cusp overlap view, and 3mm on the left coronary cusp in the left anterior oblique view. Sometime during final release and removal of the delivery catheter system (dcs) the valve dislodged. The images suggest the nose cone of the dcs could have interacted with the valve frame; however, since the dislodgement event was not captured, it is not possible to validate the cause of the dislodgement. Of note, medtronic recommends caution while withdrawing the dcs to minimize interaction with the valve frame. A second valve was loaded and inspection confirmed a good load. There was no evidence to show the dislodged valve was snared before the second valve deployment. An angiogram was performed after advancing the dcs which revealed a possible aortic dissection. The second valve was implanted and the final angiogram revealed the aortic dissection was contained and there was no evidence of an aortic dissection or paravalvular leak. As stated in the device instructions for use, potential risks associated with the implantation of the bioprosthetic valve may include, but are not limited to, the following: prosthetic valve migration/embolization; cardiovascular injury (including rupture, perforation, tissue erosion, or dissection of vessels, ascending aorta trauma, ventricle, myocardium, or valvular structures that may require intervention). Corrected data: e. Facility street. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.